Manufacturer narrative:
(B) (4). Zipper slider is damaged - zipper teeth do not align. Evaluation: results: evaluation of the returned product shows that only the right window was received, the zippers slider body is open and the zipper elements are open. (B) (4).

Event description:
The customer reported that there is zipper damage to the right side panel, that the teeth do not align and the zipper slider is damaged. There was no pt injury reported.